Event description:
According to the reporter, during a salpingectomy. The device would not open. The device tore off tissue when attempting to remove and caused bleeding. The laceration was addressed quickly and did not contribute to any significant blood loss (estimate less than 50 ml). It was made hemostatic immediately with suture. A new device was used to complete the portion of the procedure due to the malfunction of the first device. A minor injury occurred while removing the stuck instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.